Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(4). Failure (event) observed during analyis. The reported threshold anomaly could not be reproduced in the laboratory. During analysis, high current leakage was was detected. Further evaluation identified damage within the high voltage circuitry.